Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports loss of communication between pump and transmitter, led anomaly, and transmitter not holding charge. Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify led and battery charge anomaly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer requested to run test plug procedure. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged.